Event description:
A report of difficulty charging was received. The pt's database analysis shows the battery is exhibiting high impedance behavior. It has been recommended that the pt's implant be replaced.